Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered a shock as inappropriate therapy. Technical services (ts) was consulted and reviewed stored episodes. Ts noted smart pass feature had been disabled prior to the event, with the data indicating noisy signals on the electrogram (egm). Ts recommended x-ray imaging to check on systems integrity and location. This device remains in service. No additional adverse patient effects were reported. At a later date, this s-ICD was explanted, with a new device implanted. The associated electrode presented a fracture when examined through x-ray imaging. No additional adverse patient effects were reported. This device has been returned and analyzed.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered a shock as inappropriate therapy. Technical services (ts) was consulted and reviewed stored episodes. Ts noted smart pass feature had been disabled prior to the event, with the data indicating noisy signals on the electrogram (egm). Ts recommended x-ray imaging to check on systems integrity and location. This device remains in service. No additional adverse patient effects were reported. At a later date, this s-ICD was explanted, with a new device implanted. The associated electrode presented a fracture when examined through x-ray imaging. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered a shock as inappropriate therapy. Technical services (ts) was consulted and reviewed stored episodes. Ts noted smart pass feature had been disabled prior to the event, with the data indicating noisy signals on the electrogram (egm). Ts recommended x-ray imaging to check on systems integrity and location. This device remains in service. No additional adverse patient effects were reported.